Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray on switch was replaced and the extended fluoro feature was disabled. No error codes were found in the log. The system was then found to be operating as intended.

Event description:
The customer reported the system continued to create x-ray exposure following release of the x-ray on switch. There were no reports of pt or staff injury.